Event description:
Customer reported that the insulin pump's reservoir was leaking past the second o-ring. Customer reported noticing this leak while filling the reservoir. Blood glucose level was not provided. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).